Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and yellow particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening extended sharp and partial delamination of orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product". Healthcare professional additionally reported "a rent in the capsule was made demonstrating approximately 20cc of cloudy seroma." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patients concern with product.

Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product". Healthcare professional additionally reported "a rent in the capsule was made demonstrating approximately 20cc of cloudy seroma." Device has been explanted.